Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta), there was clotting of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer reports a constant issue with microtainer clotting during use. Lot#: 3118649."

Manufacturer narrative:
The MDR submitted with MFR report #: 2647876-2023-00252 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted. H3 other text : see h10.

Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta), there was clotting of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer reports a constant issue with microtainer clotting during use. Lot#: 3118649."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.